Event description:
It was reported that it was impossible to insert the lead. The lead could only be inserted into the connector block up to contact 3. The lead got stuck and therefore the lead was forced in further by the physician. Impedance measurements in the or were ok as long as contact 3 was excluded. After the procedure, it was revealed that stimulation could be felt by the patient only on contacts 0 / 2. It was later reported that the stimulator was explanted that day and reimplanted with another 3058. The patient was doing fine with an 80% improvement in symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 309328, lot# 0206659976, implanted: (B)(6) 2013. Product type: lead: product ID 309328, lot# 0206659976, implanted: (B)(6) 2013. Product type: lead: product ID 309328, lot# 0206659976, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the balseal connector was damaged. It was stated the balseal springs in the #1 and #2 connectors were damaged. There are suspected tool/needle marks in the end of the connector port. It was also noted the setscrew was backed out too far.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.